Manufacturer narrative:
(B)(4) section d4: lot number, expiration date, UDI details are not provided by the customer. Section h4: device manufacturing date was not provided by the customer. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in brazil reported via a fisher & paykel healthcare (f&p) field representative that the tubing of five of the opt316 optiflow junior infant nasal cannulas was detached during use. There were no consequences to the patient/s reported.

Manufacturer narrative:
(B)(6). Section d4: lot number, expiration date, UDI details are not provided by the customer. Section h4: device manufacturing date was not provided by the customer. Method: the subject devices, five units of opt316 optiflow junior nasal cannula were returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is thus based on the evaluation of the returned devices, information provided by the healthcare facility, previous investigations and our knowledge of our product. Results: visual inspection of all the five units was performed, it was confirmed that one of the tubes was detached from the swivel grip tube joint with visible glue on the detached tube end for four units. The fifth unit had one of the tubes detached from the cannula tube joint with visible glue on the detached tube end and inside the cannula tube joint. Additionally, the tubing of all five units was found to be stretched. Conclusion: based on the visual inspection, our knowledge of the product, it is most likely that the reported damage resulted from the cannulas being subjected to excessive force. The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject cannulas would have met the required specifications at the time of release. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior cannula. They also state the following: - appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. - do not stretch or crush tube. - ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Event description:
A healthcare facility in brazil reported via a fisher & paykel healthcare (f&p) field representative that the tubing of five of the opt316 optiflow junior infant nasal cannulas was detached during use. There were no consequences to the patient/s reported.